Event description:
Healthcare professional reported a patient was injected juvéderm® volite¿ in the left groove. Patient experience vascular occlusion and was under treatment with hyaluronidase and aspirin. Also epidermolysis. Treated with zamene, augmentine, aas, hibar, omeprazole, zamene 30 7 days (descending), augmentine 1 gr every 8 hours, hibar (dose unreadable) every 24 hours for 7 days, aas 600 every 24 hours for 7 days. Healthcare professional later reported "resolved the acute process, there is still a scar lesion that we are treating to improve it."

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, c3, d1, d4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected juvéderm® volite¿ in the left groove. Patient experience vascular occlusion and was under treatment with hyaluronidase and aspirin. Also epidermolysis. Treated with zamene, augmentine, aas, hibar, omeprazole, zamene 30 7 days (descending), augmentine 1 gr every 8 hours, hibar (dose unreadable) every 24 hours for 7 days, aas 600 every 24 hours for 7 days. Symptoms on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional later reported "resolved the acute process, there is still a scar lesion that we are treating to improve it."